Event description:
Patient reported obtaining a blood glucose results of 422 mg/dl, while using the suspect device. Pt indicated that, based on this result, she delivered 15 units of regular insulin. A few minutes later, pt reportedly retested blood glucose, using her son's blood glucose monitor and the suspect test strips, and obtained a result of 110 mg/dl. Pt indicated that no action was taken based on this result. One hour later, pt tested blood glucose on son's device and obtained a result of 30 mg/dl (patient noted that she is hypoglycemic unaware). Based on this result, pt phoned emergency medical services for assistance. An unspecified time later, paramedics reportedly arrived and treated pt for low blood glucose. Patient did not provide any details of treatment rec'd, or results obtained, by paramedics. Quality control testing had not been performed on the system. The code key inserted in pt's device was for a different strip type. At the time of the event, pt's strips had expired. Technical support requested the return of the suspect product and replacement product was shipped.